Event description:
Procedure: gastrectomy. According to the reporter: the surgeon applied the stapler horizontally across the stomach to create the transection. The stapler was closed and the surgeon felt tissue normal. The tissue was not at the crotch of the instrument and no extra tissue was present in the instrument. The device was fired, opened and removed. Upon visible exam it was observed that a good portion of the staple line did not form properly. The surgeon retrieved as many staples as possible and over-sewed the staple line. The procedure was completed by completing the sleeve. There was minimal bleeding, less than 200cc and extra surgical time was needed to over-sew the staple line. Surgical time was extended more than 30 minutes. The pt is in good condition.

Manufacturer narrative:
(B) (4). (B) (4).